Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer tip of a clearlink system continu-flo set became stuck in the unspecified primary tubing and broke off into the luer lock of the primary tubing. This event occurred after the patient infusion of rituximab was completed and the nurse was detaching the continu-flo set from the unspecified primary set. Because of the luer tip adapter breaking off into the luer lock of the primary set, the valve remained open and intravenous (IV) fluid and the patient¿s blood back flowed/leaked into the unspecified primary set tubing. The unspecified primary set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.